Event description:
The device was used to treat a patient and reportedly rendered a no shock advised message on the first analysis. Later, the device did advise a shock, which was delivered to the patient. The patient's rhythm was reportedly asystole. Treatment was continued with CPR. The patient was not resuscitated.